Event description:
The mayfield headrest was applied to the patient's head. The device registered that it was at the appropriate pressure for stability. The patient's head slipped from the headrest. A 3 cm laceration was incurred requiring staples for closure.